Event description:
Additional information was received indicating device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, oversensing and low pacing impedance were noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The event was estimated to have occurred in november 2022.